Event description:
Tubing was used to mix IV cvvh dialysate solution. Reporter discovered a leak in the tubing while mixing dialysate solution. The leak was near the white section of the yellow lead that fits into the automix compounder.